Event description:
A customer contacted beckman coulter inc. (Bec) stating that a clenz container arrived with a loose cap and 5 to 10cc of the reagent leaked. The container did not appear to be damaged from shipment. The customer was wearing personal protective equipment (ppe) consisting of gloves and lab coat at the time of the incident. No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
The customer discarded the leaking container. Replacement product was sent to the customer. (B)(4).